Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation. The other graftmaster mentioned is being filed under another MFR number.

Event description:
Reporting status: death. Reporting rationale: failure to cross the lesion resulted in a failure to treat the vessel injury, patient subsequently died. Device issue: failure to cross. Reportedly, a perforation/dissection occurred with the use of another device which required treatment with a graftmaster stent. Two graftmaster stents were unable to cross; therefore, the stents failed to treat the vessel injury upon initial usage. The patient subsequently died. No additional event or patient information is available.